Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown saline implant. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with unknown saline breast prostheses. Deflation of the left breast prosthesis was determined. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 325cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Upon receipt to mentor, the device contained no fluid. White and yellow material were observed within the device. White material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.4 cm next to an area of siltex cracking on the anterior view. Lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and yellow material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline breast prostheses. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).